Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 100-124mg/dl fasting. Verified test strips expire 10/27/2017. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 200mg/dl and 187mg/dl. Reviewed meter memory: (B)(6). Customer is concern with the results taken on (B)(6) 2015 @ 631am 186 mg/dl and @ 6:26am 193 mg/dl. No adverse event reported.